Manufacturer narrative:
Concomitant medical devices: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead; product ID: 97740, serial# (B)(4), product type programmer, patient; product ID: 97754, serial# (B)(4), product type recharger; product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 05-oct-2017, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 29-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2014-06-17, it was reported that the stimulator was put in the wrong place and the healthcare provider (hcp) never fixed it and had been useless. Right after implant it was put in the wrong place. He had the first trial which was okay but after the stimulator was implanted they went through a month of trying to get stimulation just right and found out the lead was 2 inches higher than it should have been. The patient kept the stimulator charged up but never turned it on. It was noted that the patient wanted his device removed. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. On 2015-08-20, additional information received from the patient reported they were unable to turn the stimulation on. On 2021-09-08, additional information was received from a healthcare provider (hcp) reporting they had information that indicated the patient had the leads and ins explanted on (B)(6) 2015. And the information available to the caller indicated that the patient had two leads remaining implanted. The caller could not provide any more specific information about why components were explanted.